Event description:
It was reported that during a procedure the system 9800 lost fluoroscoping function. The procedure was finished with another system. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Attempted to reproduce error by flexing high voltage cable and interconnect cable with no success. Reseated triaxial video cables. Reseated image processor and display adapter circuit boards. The system was tested and found to be working as intended and placed back into service.